Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. A supplemental MDR will be submitted when new information becomes available. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a 29mm mitral valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of six (6) years, three (3) months due to stenosis (mean gradient 19 mmhg). A 29mm transcatheter valve was implanted within the surgical edwards using the transapical approach. As reported, the postoperative course was complicated by recurrent left pleural effusion treated with thoracentesis and edema treated with diuretic therapy. Despite repeated attempts to receive further information regarding this event, no additional information was received.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was due to patient factors/conditions.